Event description:
This patient was having an arterial line catheter placed when the catheter would not thread off the needle, and when she was pulling it back, part of catheter remained in patient's artery, about 1-2 cm. Extra procedure to remove this from patient's left radial artery. It came out as a clean break, doctors on staff here have never seen anything like this before. Think it may have been equipment failure and arrow should be notified. He double bagged the catheter and I picked it up. Dates of use: 2009. Diagnosis or reason for use: surgical access.